Event description:
The service technician found that the reverse trigger would catch and stay depressed causing run-on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.